Manufacturer narrative:
It was reported that while raising table height, table allegedly started articulating into reverse flex. There was no injury or adverse consequence reported. A stryker field service technician went to the customer site and visually examined the table and completed a full mechanical evaluation. There were no errors found in regards to the alleged malfunction and the sfst was unable to replicate the complaint. A stryker field service technician is planning to go back onsite and perform additional testing prior to releasing the table to full use.

Event description:
It was reported that while raising table height, table allegedly started articulating into reverse flex. There was no injury or adverse consequence reported.